Event description:
One of the hosp nurses performed a shift check on this m4735a and the device passed. She later used the same device during an inservice presentation and the device showed a defib failure, cycle power message with error code 1000. The printed stastus log showed the same error code 1000. Extended self-test showed defib and pacer failure.